Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. Onsite, filter was cleaned. Pm was performed. Device initially failed calibration. Device was sent to depot were it passed ctu calibration, no abnormal noise on the pump. Cracks on the level sensor. Level sensor was replaced. Replaced mixing pump, circulation pump, heater, and drain valves. The device underwent and passed testing after all repairs. A risk, labeling, and DHR review are not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Correction: h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed after preventive maintenance and doubt about new recirculation pump noise in an arctic sun device. Per review of wo on 19nov2025, there was no patient involvement. Per sample evaluation results received via task on 26nov2025, it was reported that there were cracks on the level sensor.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the calibration failed after preventive maintenance and doubt about new recirculation pump noise in an arctic sun device. Per review of wo on (B)(6) 2025, there was no patient involvement.